Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed precision testing on all electrolytes, which resulted within range. The customer ran service method for integrated multi-sensor technology (imt) mixing, which failed for two out of eleven results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed poor precision on electrolytes due to an issue with the integrated multi-sensor technology (imt) probe. The cse replaced the imt probe and performed the probe alignments but could not observe mixing action in the cuvette. The cse corrected the bottom of the cuvette and then observed good mixing action. The cse ran precision testing on four patients sample, which were acceptable. The cse ran a bleach power flush on the imt. The cse then replaced the imt sensor and imt pump tubing. The cse performed a diluent check and ran quality control, which was within range. A siemens headquarter support center (hsc) reviewed the instrument data. The data indicated that the replacement of the imt probe resolved the potential of bleach and sample diluent carryover issue by the imt probe. The instrument data also indicated that there was bias for the samples when a mini-clean or system diluent check is done prior to probe action. Hsc concludes the cause of the discordant, falsely elevated na results on three patient samples was a bleach carry-over due to a worn or damaged imt probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.